Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 98 mg/dl, 126 mg/dl, 10 mg/dl, 142 mg/dl, 141 mg/dl, 126 mg/dl, 17 mg/dl, 123 mg/dl, 17 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). During the investigation the meter was downloaded. The report showed that only the first three values were found on the same day within 10 minutes.